Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited an impedance of more than 2500 ohms in unipolar and bipolar pacing due to lead conductor fracture. This ra lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.